Manufacturer narrative:
No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with two plus superior diffuse lamellar keratitis of the left eye one day following lasik treatment. The patient reported superior pain when the eye is closed, along with discomfort and photophobia. The topical steroids were increased and a flap lift and rinse was performed. Additional information is requested.